Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard parastomal hernia patch (device 1). Additional supplemental emdr were submitted to represent the bard mesh - composix kugel (device 2) and bard mesh - ventralex (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2007 ¿ patient was diagnosed with multiple incisional hernia, large parastomal hernia thereby underwent laparoscopic to open repair with the implant of bard parastomal hernia patch (device 1) and composix kugel mesh (device 2). Per operative notes, ¿six midline incisional hernias were noted. A large parastomal hernia was repaired with a large bard parastomal hernia patch (device 1) placed into stoma using tacks. Another patch of composix kugel (device 2) was placed to cover midline hernias and sewn the medial edge of parastomal mesh (device 1) to undersurface of incisional mesh (device 2) using sutures.¿ (B)(6) 2010 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex mesh (device 3). Per operative notes, ¿fascial defect along the inferior margin of mesh (device 1) was noted. A ventralex mesh (device 3) was placed to close the defect using sutures.¿ (B)(6) 2013 ¿ patient was diagnosed with nonhealing abdominal wound, infected mesh, fistula thereby underwent open repair with the removal of mesh (device 1, device 2, device 3). Per operative notes, ¿fistulous tract was removed with scar tissue. The infected meshes (device 1, device 2, device 3) was folded on itself was removed. Adhesions were lysed. Three pieces of meshes (device 1, device 2, device 3) were explanted."